Event description:
Country of complaint: (B)(6). The client claims that the needle detaches too easily from the thread. No used samples are available, but 22 unopened samples of the same code/batch are.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 22 unopened pouches. There are no previous complaints of this code batch. (B)(6) units of this code batch were manufactured and distributed, there are no units in OEM stock. Tightness test to the samples received was been performed and the units are tight. Needle attachment tests of the samples received was performed and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.